Manufacturer narrative:
The investigation for the reported aic - controller error (yellow alarm) issue has been completed. The product was returned; however, the root cause of the issue could not be determined since the issue could not be reproduced. Console logs from the reported day of event are consistent with complaint and show that 45 minutes after pump 363146 was started, a controller error alarm due to optical bench communication crc error was presented. This was preceded by "opm crc error" event 2 minutes earlier and "invalid sample due to ambient pressure out of range" event (events, unlike alarms, are not visible to the operator). In about 1 minute since the alarm, the issue self-resolved, and did not reoccur for the rest of the support. Rtlog data associated with this event confirmed this to be a known pattern failure "transient loss of optical data". Abiomed is aware of the issue and is working on appropriate corrective action. There¿s no need for repairs if the condition self-corrects. Repair: perform functional check of the console. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after an hour of support, the aic (automated impella controller) alarmed for a failure and was replaced. The IFU was followed, and a backup controller was used. Additional information was provided that noted the patient expired.